Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure and experienced excessive bleeding. It is unclear if the bleeding was observed during and/or after the procedure. The patient was required to stay in the hospital for a few days because of the bleed. The physician confirmed that the event cannot be directly tied to the ion procedure. The physician explained that the issue could have also occurred with any endobronchial lung biopsy. Due to the size and location of the lesions, it was noted that this type of bleeding was expected. There was no ion product malfunction reported. The patient has been discharged from the hospital and in stable condition. The procedure was completed with no additional issues.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. Per failure analysis engineer, a system log review cannot be performed because the system logs are not available at this time. No video/images were provided by the customer. This complaint is being reported due to the following conclusion: a patient underwent an ion endoluminal lung biopsy procedure and experienced excessive bleeding. Although the blood loss volume is unknown, it was noted that the patient required hospitalization due to the complication. Additionally, although the physician indicated that the complication could have occurred with any other endoluminal lung biopsy procedure, the cause of the excessive bleeding is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.